Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump was damaged with crack in the reservoir compartment. There was also a report of malfunction such as reduced battery life, rejected new batteries, plunger stuck during rewind loss of power without warning. The customer¿s blood glucose level was not provided. At the time of the incident. No further details were given. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating current within specification . No unexpected low battery alarm were noted. Device passed displacement test, self test, off no power test and all operating current test. Insulin pump received with broken reservoir tube lip and broken belt clip slot noted. No rewind anomaly noted.